Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Based on investigation, the root cause was attributed to be user related. The failure was caused by the normal wear of the device. The device was released in december 2007, and has been fulfilling its task since, which lead to its normal wear. The lifetime of the device is not specified, but as stated in the cleaning and sterilization guide stryker trauma & extremities typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the lag screw adapter broke off."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the lag screw adapter broke off."